Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was around 500 mg/dl. The customer found air bubbles in her tubing while troubleshooting. There was a cloudy air bubble by the reservoir. Insulin was not stored at room temperature. Her blood glucose levels ran high when she was connected to the insulin pump. She treated her high blood glucose level with manual injections. The product was not retuned. Nothing further to report.